Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Corrected data: (B)(4). Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Product evaluation found that the lens was returned in liquid in a lens case/vial . Visual inspection found the haptic broken. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6 mm vicmo12.6, -16.00 diopter, implantable collamer lens in the patient's right eye (od). Before the lens was injected, it was noticed that the lens broke. There was no patient contact.